Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator does not power up. The customer reported there was no patient involvement.

Event description:
The customer reported the ventilator is not receiving power; has no power; does not power up. The customer reported there was no patient involvement.